Event description:
Pk papyrus covered stent systems were selected for treatment of a type iii perforation in the mid rca. During implantation of the pk papyrus 4.5/26 (complaint device) the stent came off the balloon. Afterwards a pk papyrus 4.5/20 (reported separately) was inserted and advanced to the mid rca. This stent would not cross and the shaft of the balloon catheter snapped in half. The stent system was removed. Other stents were used and perforation was successfully sealed.

Manufacturer narrative:
17-jan-2024 updated description: pk papyrus covered stent systems were selected for treatment of a type iii perforation in the mid rca. The affected pk papyrus 4.5/26 was introduced into the patients body by use of a 6f guideliner extension catheter. After removal of the guideliner extension catheter, the affected pk papyrus 4.5/26 was removed during which the stent dislodged from the balloon. Afterwards a pk papyrus 4.5/20 was inserted and advanced to the mid rca. The pk papyrus 4.5/20 was removed and, after another balloon dilation, re-inserted by use of a 6f guideliner extension catheter. The pk papyrus 4.5/20 had to be removed again because the catheter snapped in half (reported separately, 1028232-2024-00010). All parts were successfully removed, and the perforation successfully sealed with other pk papyrus stents. The affected pk papyrus stent system was returned to biotronik and subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately and is severely deformed (i.e. Flattened) over its entire length and kinked in its center. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted investigation, no manufacturing related root cause could be identified. The treating physician rated the occurrence as no procedure- but device-related complication. Please note that the inner diameter of the 6f guideliner extension catheter is 0.056 inch (1.42 mm) and does therefore not meet the requirements for 4.5 mm stents as specified in the pk papyrus IFU (? 0.070 inch (1.78 mm; 6f). Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
17-jan-2024 updated description: pk papyrus covered stent systems were selected for treatment of a type iii perforation in the mid rca. The affected pk papyrus 4.5/26 was introduced into the patients body by use of a 6f guideliner extension catheter. After removal of the guideliner extension catheter, the affected pk papyrus 4.5/26 was removed during which the stent dislodged from the balloon. Afterwards a pk papyrus 4.5/20 was inserted and advanced to the mid rca. The pk papyrus 4.5/20 was removed and, after another balloon dilation, re-inserted by use of a 6f guideliner extension catheter. The pk papyrus 4.5/20 had to be removed again because the catheter snapped in half (reported separately, 1028232-2024-00010). All parts were successfully removed, and the perforation successfully sealed with other pk papyrus stents. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the occurrence as no procedure- but device-related complication. Please note that the inner diameter of the 6f guideliner extension catheter is 0.056 inch (1.42 mm) and does therefore not meet the requirements for 4.5 mm stents as specified in the pk papyrus IFU (? 0.070 inch (1.78 mm; 6f). Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.